Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-nov-2019 with the following findings:.during investigation, the pump was returned with a cracked battery compartment at left side of grip. Dim/pink screen observed. The complaint regarding cs 064 motor alarm was reported on (B)(6)2017. According to the pump history the pump was in use for deliveries until (B)(6)2019. The available black box and alarm history for 2019 shows no evidence of cs 064 . Investigation was unable to duplicate , no motor defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.